Event description:
It was reported that a malfunction alarm occurred. The customers blood glucose (bg) was ¿high¿, however, a specific value was not provided. Bg level was addressed with manual injections. Reportedly, the customer declined troubleshooting with (cts) tandem customer technical support. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.